Manufacturer narrative:
H10: per the information obtained from the customer, it is unknown if reprocessing was implemented in line with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an issue with the colonovideoscope's angulation knob. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the plastic distal end cover had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to wear of the angle wire, the play of the upward and downward angulation knob was out of the standard value. The additional evaluation findings were as follows: the control section had foreign objects, due to damage on the guide pin of the electrical connector, water tightness was lost, due to damage on upward and downward angulation knob, water tightness was lost, due to wear of angle wire, bending angle in up direction did not meet the standard value, adhesive on bending section cover or distal sheath had a chip, crack, and a white clouded area, due to damage on flexibility adjustment ring, flexibility adjustment function did not work, color ring, light guide lens had a crack, paint on air and water cylinder was peeled, connecting tube, protector of universal cord on suction connector, universal cord and objective lens had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.